Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the lead had placement difficulty. It was decided to reposition due to unacceptable measurements. However, the lead became stuck. Once unhooked and removed, it was noticed that the screw was completely outside. Another lead was implanted instead. No patient complications have been reported as a result of this event.